Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient was scheduled for inferior vena cava (ivc) filter placement secondary to preoperative laparoscopic gastric bypass and pulmonary embolus protection. Access was gained via the right common femoral vein and the inferior vena cava filter was deployed below the renal veins without complication. Approximately two months post ivc filter deployment, patient underwent an attempted retrieval since the ivc filter was no longer needed. Access was via the right internal jugular vein. The filter demonstrated good positioning below the renal veins. However, the ivc filter was tilted anteriorly with the tip of the filter abutting the vein wall. Retrieval attempt was aborted as it was felt retrieval would be extremely difficult; so the ivc filter was left in place. No thrombus in the inferior vena cava was demonstrated. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post ivc filter deployment, patient underwent an attempted removal procedure. The ivc filter was in good position below the renal veins; however, it was tilted anteriorly with the tip of the filter abutting the inferior vena cava wall. It was felt that retrieval would be extremely difficult. Therefore, it was decided to leave the filter in place. Therefore, the investigation can be confirmed for filter tilt. However, the investigation is inconclusive for retrieval difficulties as no clear attempt to retrieve the device was provided in the medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, the patient has expired. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The cause of the patient's death was not provided.